Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the stim was not on when patient was feeling sensation or stim. Reason was unknown. Physician prescribed steroid and ordered x-ray to determine lead placement. To date, patient still felt the stimulation where leads were.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's symptoms have been resolved with the explant. The physician believes the lead migrated to a nerve. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the physician was under the impression that the leads moved according the x-ray. The patient requested that the entire system be removed. The explant was scheduled for (B)(6) 2020. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical/neck/ spinal pain. It was reported that for 3 days the patient still felt stimulation even though the system should be off. It was confirmed the ins was off. Patient reported it was "turning on" by itself. Rep confirmed that it was off and had been all day according to the 8840 and patient was reporting feeling stimulation mildly at head. 8840 showed last week stim was on majority of the time. Patient stated he had it off. Yesterday stim was on 50% of the time however today, (B)(6) 2019, stim was not on at all. Last week of (B)(6) stim showed off the whole time and patient stated he was feeling stimulation. Palpation did not illicit any change. Reviewed possible xray for lead position as wife reported that the patient had a bad cough for past two months that may have affected leads. Issue was reported to be sudden. Patient services (pss) reviewed to try and lower stimulation to 0 and see if this would make a difference for each group. Patient was redirected to hcp. No further complications were reported/anticipated.